Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the flexibility adjustment ring had a scratch; the suction cylinder had no color; the switch box had a scratch; the right/left knob had a scratch; the up/down knob had a scratch; the bending angle in the left direction did not meet the standard value due to wear of the angle wire; the light guide lens had a crack; and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the air/water channel on the colonovideoscope was blocked. There were no reports of patient harm due to the reported event. The device was returned for evaluation. During the device evaluation, white foreign material was found in the air/water tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in air/water channel" malfunction could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.